Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead implant procedure, when the lead was positioned to rv septum, the tip could not extend despite rotating approximately 15 turns. Rotated the fixation tool approximately 25 turns, but the tip still failed to be extended. The rv lead was relocated the lead to other septal sites / apex and same fixation procedure for approximately 3 times, but could not successfully extend the tip. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted and the helix extension and retraction turns test results were within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.